Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the flickering image occurred due to poor communication caused by cable failure. It was also determined that the cable failure was caused by the connector socket part which failed the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found ghosting/flickering image due to cable disconnection issues and the connector failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had image issues with abnormal white dots. The issue was found during an arthroscopy procedure. The procedure was completed using a similar device with no delay, no sedation/anesthesia and no medical intervention was required during the procedure. Inspection and testing of the returned device found that the image was flickering. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.